Event description:
The manufacturer received information from a patient's family member that a trilogy evo, o2 'ventilator inoperative" alarm occurred when turning on the device and air flow was not delivered. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information from a patient's family member that a trilogy evo, o2 'ventilator inoperative" alarm occurred when turning on the device and air flow was not delivered. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results. New information/evaluation: the trilogy evo o2 was sent to the manufacturer service center, and the allegation of ventilator inoperative alarm sounds was not duplicated by an operational check. The device evaluation found an error code indicating a motor shut down was recorded in the event log, therefore the system board and blower assembly were replaced to address the issue. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Software version was checked (ver.1.06.10.00). Box h coding updated.